Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm and editing basal screen).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose of 399mg/dl with vomiting, extreme weakness and exhaustion. The patient was taken to the hospital and treated with IV fluids and blood work was being done to check for an infection, which they did have. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match and the variation is due to known cause. The basal edit screen was accessed and the patient made changes to the basal program. Troubleshooting also noted that the patient did not respond to an alarm in a timely manner. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm and editing basal screen.